Event description:
It was reported the patient had a catheter revision on the day prior to this report and, at that time, her morphine dose was decreased from 10mg/day to 4mg/day. The patient stayed overnight in the hospital and had no issues. The patient was fine at that time and fine the following day when she went home. Two days after the catheter revision, she became increasingly drowsy and then became unresponsive. The patient was taken by ambulance to the hospital and was admitted to the intensive care unit (ICU) around 5pm. While in the ICU, the patient was on bilevel positive airway pressure (bipap). The patient¿s pump was programmed to minimum rate. It was noted that the patient had also taken oral medication at home, including oxycodone, valium, and antidepressant medication. Amounts of these medications were unknown. The reporter did not know definitively what caused the overdose symptoms, but suspected that it was a combination of the oral medication and the continuation of the normal therapy. The patient status at the time of this report was indicated to be ¿alive-no injury¿. On (B)(6) 2015, it was reported that when the reporter last received an update, the patient was awake but groggy. On (B)(6) 2015, the patient was seen by a manufacturer representative and was fine and doing much better. At this time, the patient¿s pump was still programmed to minimum rate. They wanted to increase the dose, but the lowest simple continuous dose was more than what they wanted to start the patient at. It was indicated that there was no alleged product issue. The device system was used to deliver morphine 60mg/ml. The cause of the catheter revision was not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by a consumer. The patient was in a ¿short lived coma for 24 hours¿ after her last revision in 2015. The patient was down to 2 breathes a minute when the patient¿s husband found her lying on the floor. The episode was attributed to the pump working and managing hpc not changing the medication dose. The patient thinks that anesthesia in addition to the dose from the pump lead to this episode.

Event description:
On (B)(6) 2015, the physician decided to perform a system contents removal procedure and remove the 60 mg/ml morphine and then put in a lower concentration so that they could decrease the daily dose. The purge of the system was conducted successfully in the office and a lower concentration was put in the pump with a new dose of 0.5 mg.

Event description:
It was confirmed that the catheter was revised on (B)(6) 2015 and the patient presented to the emergency room on (B)(6) 2015 with overdose type symptoms. The pump was decreased to minimum rate. It was also confirmed that the pump was implanted in 2014 and had not been replaced.